Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent pelvic screw placement at l4 due to scoliosis. Intra-op, during pelvic screw placement when screw was being placed using both the drivers, the tip of one of the driver snapped in 1/2 leaving a portion of the driver in the screw tulip and the other driver was stripped. The broken tip was retrieved and no any fragment of the instrument remaining in the patient body. There were no patient symptoms or complications reported as a result of this event.